Event description:
The customer reported to baxter (B)(4) of a flo-gard solution set in which the set was missing the spike. The event was observed before use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. Baxter quality engineering determined the reported condition to be a leaks-cut/slice/hole issue. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was received for evaluation. Visual inspection was performed and the tubing of the set was found to be cut, which resulted in the missing spike. The reported condition was confirmed. The root cause was determined to be a manufacturing issue related to the sealing of the blister packaging. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510k number. This issue is being investigated through a CAPA. Should additional information be received, a follow-up medwatch will be submitted.